Event description:
It was reported that the device reached recommended replacement time (rrt) after 41 months of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): analysis revealed normal battery depletion and the device meets 80% of expected longevity. We did receive performance data from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011, device rrt <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. Three patient alerts for low battery voltage occurred between (B)(6) 2011.